Manufacturer narrative:
A company representative examined the system and found that the reported problem was intermittent. The air/fluid controller printed circuit board (pcb), power cables and communication cables were replaced for diagnostic measures. The latch seal was also replaced. The system was then tested and met all product specifications. The air/fluid controller pcb is expected to return for in-house evaluation. A root cause has not been identified. (B)(4).

Event description:
A surgical technician reported during set up for a vitrectomy procedure, the system displayed an error message which could not be cleared. The surgery was canceled after the patient had received general anesthesia. The case was rescheduled for another day. There was no harm or injury to the patient as a result of the cancellation. Additional information has been requested.